Event description:
A customer reported receiving a minimum fill notification while attempting to load a new insulin cartridge. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. With guidance from technical support, the customer cleaned the pneumatic tap area and followed the proper technique to load a new cartridge onto the pump successfully, allowing the resumption of insulin use.